Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose level of 550 mg/dl. The customer stated that prior to the event he felt ill, so he treated and checked himself and found moderate ketones. The customer also stated that he uses an mmt-381 infusion set and that he changed his infusion set the day before the event. Troubleshooting was performed and the insulin pump passed the fixed prime and high pressure test. However, a leak near the p-cap was found. Nothing further was reported.